Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with 2 reservoirs from the same box. Customer unscrewed the plunger and the bottom fell out. Customer's blood glucose was 8.8 mmol/l. Customer lost all of her insulin. Then, the second time, the customer did a set change and was filling the tubing when the pump alarmed no delivery. Customer changed the set and tried it again with the plunger but no insulin came out. Customer changed the reservoir and had no issues. Customer believes that the issues are with the reservoir from the same box. Customer requested a replacement for both reservoirs.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.